Event description:
When balloon of atherectomy cathetor inflated for 1st cut of procedure, there was difficulty in maintaining desired pressure. After 2nd inflation, blood was noted in tubing of inflation device indicating defect in balloon of catheter. Catheter was removed from pt without incident.